Event description:
During automatic capatheter reformation, a possible "internal component failure" of the generator of a nonthoracotmy ICD was noted. This component failure did not appear to have any clinical consequences.